Event description:
It was reported that a plain old balloon angioplasty (poba) was performed for an unspecified coronary artery. An asahi caravel microcatheter was used to cross the lesion in the left circumferential artery (lcx) to the obtuse marginal branch (om) when the physician pulled back the microcatheter, the catheter tip did not move and found broken off under x-ray. The tip fragment was recaptured in the concomitantly used guiding catheter and removed ex situ. The tip fragment, approximately 1mm in length, was then lost in the catheter lab. The physician rewired the lesion and used a different brand of microcatheter to proceed the case.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Investigation result: device evaluation could not be performed because the affected device was not returned. Lot history record review: lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Conclusion: based on the obtained information and referring to know similar events, it was presumed that tension generated with withdrawal attempts might have been locally applied to the distal tip segment of the subject caravel microcatheter while its distal segment was caught due to anatomical and lesion conditions. Consequently, the tip segment was separated. It was concluded that the reported event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects]. ~ separation.